Manufacturer narrative:
Updated information: d4 catalog number corrected d6b explant date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the right axillary artery in a 70-year-old female presenting with cardiomyopathy and heart failure complicated by cardiogenic shock. The patient had a history of renal insufficiency and required inotropic support, vasopressors, and mechanical ventilation for respiratory support. At the time of support initiation, the patient was classified as scai stage e. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate. During the course of support, the patient was placed on a systemic heparin protocol, which had been increased the day prior to the event. The patient subsequently raised her arm and noted bruising in the right axillary region, followed by pain and swelling around the impella insertion site. The affected areas were marked for monitoring, and on reassessment the following day, the marked areas were observed to be increasing in size. The reported patient experiences included hematoma, pain, and hemostasis related to an access site bleed. In response, the heparin infusion was decreased, and a computed tomography (CT) scan was ordered. Imaging did not demonstrate active bleeding, but identified an existing hematoma along the lateral right side corresponding to the impella insertion side. At the time of reporting, no additional interventions were documented, and systemic heparin was continued at a fixed rate of 500 units per hour. A comprehensive review of the available information indicates that access site bleeding and hematoma formation are known risks associated with large-bore arterial access and systemic anticoagulation during mechanical circulatory support. Contributing clinical factors may include the patient¿s underlying cardiogenic shock, comorbid renal insufficiency, use of anticoagulation therapy, and the invasive nature of axillary arterial access. Based on the information provided and review of the event, there is no evidence to suggest that the impella 5.5 device contributed to the reported event. The patient survived the event.